Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer experienced different blood glucose level of 354 mg/dl. The customer was treated with manual injection. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Drive support cap appears to be normal. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.